Event description:
Reporter stated that a known diabetic pt was admitted to the facility, in a non-responsive state. The pt's blood glucose (capillary sample) was reportedly measured using the suspect device, with a result of "hi" (>600 mg/dl). Reporter indicated that, 14 minutes later, a venous sample was obtained from the same pt, and tested by the facility's reference lab, with a result of 21 mg/dl. Reporter stated that, 16 minutes later, an additional capillary sample was tested, using the suspect device, with a result of 187 mg/dl. Pt's blood glucose was reportedly retested (duration between readings not provided), by the facility's reference lab, with a result of 40 mg/dl. Reporter stated that, 1.5 hours after initial reading of "hi," pt was treated with a half of an ampule of d-50. Thirty minutes later, pt was reportedly started on an IV of d-50 (at which time, pt's blood glucose measured 361 mg/dl, on the suspect device). According to reporter, pt's blood glucose was measured 5 minutes later, using a different blood glucose monitor, which result of 110 mg/dl, and 11 minutes later, 108 mg/dl, in the facility's reference lab.